Event description:
Discordant, falsely low calcium results were obtained on two patient samples on a dimension vista 1500 instrument. It is unknown if the discordant results were reported to the physician(s). The first low calcium result was flagged by the instrument, but the second result was not. The samples were rerun an alternate dimension vista 1500 instrument, and higher results were obtained. It is unknown if the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse decided to run alignment methods. The fse then adjusted the bottom of cuvette for the sample 3 position. The customer ran quality controls, which were within range, and patient samples, which were accurate. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.